Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Revision operative notes ((B)(6)/2015) stated that there was evidence of infection; surgeon elected to do incision and drainage, with ceramic femoral head exchange, but not exchange of the ceramic acetabular liner. There was no evidence of loose components. Only the femoral head was revised.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep infection of total hip arthroplasty. Doi: (B)(6) 2015; doe: (B)(6) 2015; (left hip).